Event description:
It was reported that during a craniotomy surgery it was discovered that the motor device "felt sluggish and had low power." The planned surgical procedure was delayed five to ten minutes as a spare motor device was opened. The reporter stated that the facility had twelve spare devices available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and was found to have low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.